Event description:
It was reported that there was a primary tubing leak during medication preparation of tpn and 10% dextrose. The tubing was primed and loaded into the pump, but was not attached to the patient. The leak was noted; "somewhere past the pump and between the patient". The pump was "locked". The leak was noted before patient use, so there was no patient involvement.

Manufacturer narrative:
The customer's report of a tubing leak was not confirmed based on functional testing of the received set sample. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. Further pressure testing and handling of the set observed no leak or issue. The root cause of the reported tubing leak was unable to be identified.

Event description:
It was reported that there was a primary tubing leak during medication preparation of tpn and 10% dextrose. The tubing was primed and loaded into the pump, but not attached to patient. The leak was noted "somewhere past the pump and between the patient." The pump was "locked." The leak was noted before patient use, so there was not patient involvement.

Manufacturer narrative:
Additional information d.11.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a primary tubing leak during medication preparation of tpn and 10% dextrose. The tubing was primed and loaded into the pump, but not attached to patient. The leak was noted "somewhere past the pump and between the patient." The pump was "locked." The leak was noted before patient use, so there was not patient involvement.